Manufacturer narrative:
H3: product analysis ¿ as found condition: the pipeline flex was found stuck inside the marksman catheter, inside a bio-hazard bag, and a shipping box. ¿ damage location details: both the distal and proximal dps restraints were intact. The dps sleeves showed no signs of damage. The distal hypotube appeared to be stretched, but the ptfe shrink tubing remained intact. The braid's distal, middle, and proximal were found open, with no damage. The pushwire showed no bends, and there were no defects observed in the tip coil, distal marker, re-sheathing marker, resheathing pad, or proximal bumper. The catheter tip and marker were examined, with no damage found. However, the catheter body was found to be accordioned at 18.6cm to 27.5cm from the distal tip. No other anomalies were observed. ¿ testing/analysis: the pipeline flex was pushed out from the catheter lumen with difficulty. The total and usable length were measured within specifications. The catheter was flushed with water and found to be patent. It was then tested by running an in-house 0.026¿ mandrel through the catheter hub without issue; however, resistance was observed at the damaged locations. ¿ conclusion: based on the returned devices, the customer report of "failure to open at the middle" was not confirmed, as the middle of the braid was found open, with no damage. The cause of the failure to open could not be determined. Possible causes of failure to open include vessel tortuosity, a damaged braid, or deployment of the braid in the vessel bend. The customer indicated that the vessel tortuosity was normal, and the braid was not positioned in the vessel bend, which rules these out as potential causes. It is possible that the damaged braid may have contributed to the failure to open. Braid damage can occur due to over-manipulation, deployment technique, resistance encountered when advancing or retracting the delivery wire, or deploying/re-sheathing the braid against resistance. Additionally, the customer's report of "resistance during resheathing" was confirmed, as the pipeline flex was returned stuck inside the marksman catheter. Both the pipeline flex and the catheter were found to have damage. The observed damage to the cat heter (accordioning), braid (fraying), and hypotube (stretching) suggests that high force was likely used. This damage may have resulted from the customer¿s attempts to retrieve the pipeline flex through the catheter against resistance. However, the root cause of the resistance could not be determined. Possible resistance cause includes a lack of continuous flushing with heparinized saline during delivery. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline flex stent encountered resistance in the middle distal of the marksman catheter. The catheter was damaged at the distal section. The patient was undergoing treatment of an amorphous, unruptured intracranial right ophthalmic artery aneurysm with a max diameter of 3.5 4.2 mm and a 4 mm neck diameter. It was noted that the patient's vessel tortuosity was normal. The access vessel was the right femoral artery with 7mm diameter. Dual antiplatelet treatment (dapt) was administered. The pru level was unknown. The landing zone was 3.6mm distally and 4.2mm proximally. It was reported that during the process of opening the stent, the stent was not opened properly. The surgeon tried to retrieve the stent, but found that the stent could not be retrieved into the catheter, and also found that the stent could not be pushed out. The surgeon suspected that the catheter or stent was damaged, so the surgeon returned it and filed a complaint. At present, the stent and catheter have been taken out of the body as a whole system, but the stent cannot be retrieved outside the body. A new catheter and stent were replaced to complete the operation. It was noted that the pipeline did not stuck, but it was unknown if the pushwire was damaged. The angiographic result post-procedure was normal. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared and flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Event description:
Additional information received reported that the cause of the resistance was suspected to be catheter damage, but was not confirmed. The cause of the failure to open was not determined. Multiple pipeline devices were not being used when movement occurred. The first pipeline was not implanted in the intended location, but the second one was. The device did not jump during deployment. The tip of the catheter was not moved during deployment. The middle section of the pipeline did not open. The pipeline was not placed in a vessel bend when it failed to open. There were no additional steps or other devices attempted to open the pipeline. There was no damage to the pipeline flex stent observed. It was observed that the catheter was kinked, and the cause of this was not determined. The catheter had been inspected prior to the damage being noticed.

Manufacturer narrative:
H3: device received, analysis is in progress. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.